Event description:
It was reported the implantable neurostimulator was removed because it was "coming out" of the patient's side. It was stated that it was removed in 2011. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).

Event description:
It was further reported from the patients physician that the cause of the event was that the implant site opened. The skin had atrophied with eventual breakdown. There were no abnormal impedances. The date of explant was clarified to be (B)(6) 2010. The patient was hospitalized for the event, and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).